Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both of the metaglene holder rods were bent when pulled out of the packages to add to the new office set.

Manufacturer narrative:
Examination of the submitted device confirmed the shaft is bent. The tip of the shaft are bent to 90 degrees. It would require significant forces to bend the devices to their current condition. The product packaging was not returned. The suspected root cause is transit damage or otherwise mishandling after distribution. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code (B)(4) finds no additional reports of bent/damaged devices when removed from product packaging. Based on the complaint database search the event is being considered an isolated incident and no corrective action is being pursued at this time. Monitor complaints for packaging related damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.